Event description:
It was reported by the patient since having their new implantable pulse generator (ipg) implanted, they have been having symptoms associated with the implant site. The patient stated there was a "zip tie dressing" that she was supposed to wear for a month but it was very uncomfortable and skin was "turning red". They also said they can't lay on their side and the pacemaker is "protruding" more than the other device. They also reported feeling "short of breath" and is still "puffy" and "swollen" in the area around the pacemaker and "even down in the arm pit". It was further reported that the device was functioning normally and more time was needed for wound healing. However, the patient developed deep vein thrombosis post implant which was identified by an ultrasound of the left arm. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.